Event description:
A non health care professional reported that during surgery, they have explanted the lens due to it was scratched. Additional information has been received it states that when loading lens was scratched. Lens was implanted then explanted after doctor saw the scratch and replaced with another lens. Procedure completed the same day. There was no impact to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Additional information stated in the file that the lens was loaded incorrectly and in the surgeon opinion this was the cause of the event. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as it is stated in the file that the lens was loaded incorrectly and in the surgeon opinion this was the cause of the event. Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).